Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick2 monorail balloon ruptured at 4-6 atms. The number of inflations and to what atms is unknown. The lesion was located in the very calcified left circumflex artery. The procedure was successfully completed with another maverick2 balloon. No pt injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The device has not been rec'd for analysis as of the date of this report.